Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance measurements (>3000 ohms) and episodes of over-sensed noise due to an alleged ra lead conductor fracture. Boston scientific technical services were contacted and recommended surgical ra lead intervention to resolve the event. The physician elected to surgically cap and abandon this lead. A replacement lead was implanted to resolve the event and the patient was stable with no additional adverse consequences.